Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to erosion of vaginal mesh.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6).